Event description:
It was reported that the bd syringe plastipak 10ml s/su leaked past the stopper. The following information was provided by the initial reporter translated to english from portuguese: we have received a complaint from one of our customers regarding a deviation in the quality of the product 10ccluer lock syringe bd lot 4100465. The customer reports that ¿liquid is leaking from the plunger¿. The customer is in possession of (B)(4) units of the product.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Ten samples received by our quality team for investigation. Through visual inspection, two of the syringes appeared to be damaged. Functional testing was performed, leak was observed on the damaged syringes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with components issue assembly process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.